Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that "DURING A LOADING SEQUENCE, PUMP MAKES PATIENT REFILL THE INSULIN CARTRIDGE BECAUSE IT DOESN'T RECOGNIZE THE REMAINING INSULIN IN THE CARTRIDGE. CAUSING WASTE OF SUPPLIES AND INSULIN". Customer declined follow up from Tandem Technical Support. There was no reported adverse impact to the customer. No additional information was provided.